Event description:
Information was received that a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no report of patient harm or injury. The manufacturer received the device for evaluation. The investigation is ongoing. A follow up report will be filed at the conclusion of the manufacturer's investigation.

Manufacturer narrative:
Conclusion not yet available, evaluation in progress.